Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken closure top. While tightening the sequoia closure top with the torque handle on l4 left; the surgeon already recognized from the noise that the sequoia closure top was damaged. The thread of the sequoia closure top stripped. According to the surgeon, there was no tilting, because the screw was correctly anchored on the extender. The screw was fixed by the scrub nurse in the short extender with the "screw assembly tool". The closure top could be easily rotated by the 3cm reduction thread of the extender. All fragments, which chipped were removed as well as the closure top was removed. The screw was intact and was left in the patient. A new closure top was easily implanted without using extenders.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned device was examined and the threads were found damaged and fractured consistent with cross-threading. The complaint is confirmed. There were no manufacturing issues detected which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.